Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed as no product was returned; therefore, visual and dimensional evaluations could not be performed. Review of the device history records could not be conducted as the lot is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00906, 0001822565-2019-00907, 0001822565-2019-00908, 0001822565-2019-00909, 0001822565-2019-00910, 0001822565-2019-00911, 0001822565-2019-00912. Concomitant medical products: stemmed tibial component precoat item# 00598004702 lot# unknown, stem extension offset item# 00598802016 lot# unknown, distal femoral augment block precoat item# 00599003620 lot# unknown, prc agmt block post sz f 10mm item# 00599003602 lot# unknown, prc agmt block post sz f 5mm item# 00599003601 lot# unknown, stem extension offset item# 00598802014 lot# unknown, articular surface with locking screw item# 00599404012 lot# unknown, (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised on an unknown date due to an unknown reason. There is no additional information at this time.